Event description:
A recalled st jude medical riata #1581 lead was demonstrating electrical malfunction, and demonstrated inside out abrasion during fluoroscopic imaging. After a long discussion with the pt it was decided to remove the lead. During the extraction procedure there was an injury to the ra/svc junction. After several hrs of trying to treat this issue the pt did not make it. This death is secondary to the attempt to remove the recalled lead and I wanted to document this for the community. Please feel free to contact me for more specific details. Dates of use: (B)(6) 2002 -- (B)(6) 2012.